Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was having difficulty charging their ipg and that it was shutting therapy off unexpectedly. Surgical intervention is planned to replace the ipg.

Manufacturer narrative:
Date of event is estimated.